Event description:
The patient and her mother contacted animas on (B)(6) 2011 alleging that the pump possibly was not working. The patient reported obtaining multiple occlusion alarms on the afternoon of (B)(6) 2011. The patient's mother informed customer support that the patient changed the tubing and inset in response to the occlusion alarm; however, the alarms continued. It was noted that the patient obtained a blood glucose (bg) of 503 mg/dl; however, it is not clear if the elevated bg was obtained prior to or after the pump alarmed the patient to the occlusion. At the time of the call, customer support noted that the patient began to vomit and had tested positive for high ketones. Customer support advised patient's mother to call patient's hcp and take her to the hospital. During a follow-up call on the following day, the patient reported that her bg was 593 mg/dl on arrival to hospital on (B)(6) 2011. The patient stated she was placed on an insulin drip and her bgs responded and were down in the 100s mg/dl range. At the time of troubleshooting, customer support had patient review delivery history and noted that all bolus and basal deliveries added up with total daily delivery (tdd). It was noted that a bolus was not completely delivered on afternoon of (B)(6) 2011 when occlusion alarms occurred. The patient confirmed there were no visible air bubbles or leaks from tubing or cartridge. Customer support noted that the pump delivered all programmed insulin aside from cancelled bolus from occlusion which patient was aware of. During initial call to animas, the patient's mother informed customer support that the patient is "non-compliant and does not check her bgs at all". This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose insulin delivery appeared consistent due to time and date issue. There was no data in the black box or download histories from time of reported high blood glucose due to continued use. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.